Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be specified the cause of the reported phenomenon. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc considered there was the possibility this phenomenon was attributed to the following causes; the around forceps elevator of the subject device was insufficiently reprocessed immediately after procedure. The foreign object on the forceps elevator of the subject device got dry and adhered since the user did not reprocess the subject device immediately after procedure. [Notes] the instructions for use (IFU, reprocessing manual) says about brushing method around the forceps elevator in ¿3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet¿. The instructions for use (IFU, reprocessing manual) says as below: ¿3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. 1.4 precautions: be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions.¿ from the above findings, the reported phenomenon could be prevented. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject was returned to the service department of oekg but has not returned to omsc. The service department of oekg checked the subject device for evaluation. It was confirmed that there were the foreign objects of the subject device and it could not be removed even if the correct reprocess was performed due to the buckling of each channel or nozzle / the gap on the insertion section or the boot. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(6) (oekg), it was found the foreign object under the forceps elevator of the subject device. The subject device had been returned from the user, because the forceps elevator of the subject device had the malfunction. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.